Event description:
Limited information regarding event was provided. During initial intake, customer reported patient experienced allergic reaction. It was later clarified patient had surgical extraction of tooth #30 on (B)(6) 2023. Multiple products were used during the procedure, including the karl schumacher plug and other, unspecified products. At the follow-up visit on (B)(6) 2023 the patient had a swollen cheek. A second follow-up visit on (B)(6) 2023 was conducted once patient stopped the steroids; cheek became "severely swollen." Customer stated patient was sent to an oral surgery specialist for additional follow-up. The patient was also advised if the allergic reaction continued to go to the hospital. Additional information was requested multiple times, including: the results from the oral surgeon follow-up, the other products used in the initial procedure, the type and dosage of steroids prescribed to the patient after the initial procedure, and the current patient status. Customer was unable to confirm the requested information. The customer did however clarify it is believed the patient's allergic reaction was not caused by the karl schumacher plug and the patient may have had an infection prior to the device being placed in the initial procedure on (B)(6) 2023. Customer stated no additional information will be provided..